Event description:
It was reported that the device will continue to charge defibrillation energy and will not reach a charge completed state. The device cannot be used to deliver defibrillation energy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the transfer relay, energy storage capacitor, power pcb / system pcb cable, and therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed transfer relay, energy storage capacitor and power pcb / system pcb cable. No failure of these were observed and they were confirmed to be ancillary replaced parts. Physio-control further evaluated the removed therapy pcb and determined the cause of the failure to be due to damaged solder joints between pins 45 through 50 on integrated circuit, designator u6.